Manufacturer narrative:
A third party service agent evaluated the customer's device and was able to verify the reported issue. It was observed that the issue is related to the faulty paddles. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The faulty paddles will be further evaluated at the product assessment center (pac).

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The internal paddles handle assembly was returned to stryker for further investigation, where the reported issue has been verified. The root cause of the reported issue is determined to be isolated to the basic switch component. The internal paddles handle assembly was destructively tested. The customer received a warranty replacement.